Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for global instability. Event is serious and is considered moderate. Event is definitely not related to device and is probably related to procedure. Date of implantation: (B)(6) 2021. Date of event (onset): (B)(6) 2021, (left knee). Treatment: revision of competitor tibial insert on (B)(6) 2021.